Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up buttons dome switch. No unlocked lcd keypad connector noted. Device had cracked reservoir tube lip, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they release the act button the pump continue to push insulin out and can not bypass the rewind process. The customer¿s blood glucose level was unknown at the time of the incident .troubleshooting was not performed .the insulin pump will be returned for analysis.